Event description:
The customer contact reported device breakage. The primary tubing set was being used to deliver an unspecified volume of saline. After an unspecified length of time, an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. The customer contact reported that after the piggyback delivery was complete, the secondary tubing set was flushed with an unspecified volume of saline from the primary tubing set. It was reported that as the nurse went to disconnect the secondary tubing set from the clave secondary port, the clave port broke off from the secondary port and approximately 40 ml of saline leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No further information was provided including if the tubing set was replaced and the therapy was resumed. Hospira's medical investigation is complete.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.